Manufacturer narrative:
(B)(4)

Event description:
It was reported that the mount did not release from the implant (bnet3211). Doctor forced the mount to release from the implant and finally removed it, but implant stability was compromised.tooth location 19.

Manufacturer narrative:
One t3 tapered implant was returned for inspection. A visual inspection revealed that the threads and external hex of the implant shows significant signs of tissue attachment. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against the lot. Appropriate documentation was reviewed and the following information was identified: p-iis086gi rev. F 11/2015 and instsm rev d 02/16. Pick-up and delivery of implant: care must be taken when inserting the implant placement driver tip into the implant. A very low rpm must be used as you approach the internal connection of the implant with the driver tip to properly align the internal hex of the implant with the external hex of the driver. Press down firmly to engage the implant securely. The reported mount was not returned. The implant was functionally tested with an in house mating mount. The implant engaged and disengaged from the mount as intended. A singular cause for the complaint could not be determined with the information provided as the event cannot be recreated. Complaint is therefore non-verifiable.